Event description:
The customer stated that she was treated by paramedics, due to hypoglycemia. The reported blood glucose reading was 36 mg/dl. Troubleshooting was performed and found that the total of the basal rates and boluses did not match the daily totals in the insulin pump. The displacement test passed. The insulin pump was programmed correctly. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further info will follow once the analysis has been completed.